Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(4) 2012 that a vns pt was having more frequent seizures. The seizures were said to be "minor" lasting 30-45 seconds. The pt was not having any grand mal seizures. The pt's caregiver was wondering if the pt's device was working as she wasn't having any cough or voice alteration with magnet swipes. It was noted that her vns was at full capacity and all system tests were normal. The physician also checked the magnet and it was also working properly. No changes were made to the pt's settings as the battery was good and the magnet was working. The physician stated it was likely the pt has become accustomed to the situation and is no longer experiencing the side effects (cough/voice alteration). The last note stated that the pt appears to have these seizures when vomiting and otherwise, her seizure control is good. Follow up with the physician revealed that the relationship of the increase in seizures to the pt's pre-vns baseline levels was unk as the physician was not the original physician for the pt when she was initially implanted. The relationship of the increase in seizures to the vns device is also unk, however, as the site was provided a battery life calculation that indicated the device was nearing end of service, they thought it would be best to replace the generator prior to the battery depleting so seizure control would not worsen. There were no apparent precipitating factors prior to the onset of the increase in seizure activity. The physician did not have any add'l info to provide. The pt's generator has been explanted and replaced. The explanted device has been returned to the MFR and is currently undergoing product analysis.

Event description:
On (B)(4) 2012, product analysis was completed and approved for the explanted generator. The generator was returned due to prophylactic replacement. Proper functionality and ability of the pulse generator to provide appropriate programmed output currents were verified. There were no performance or any other type of adverse conditions found with the pulse generator. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.